Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant high capture threshold was noted. The lead was explanted and replaced. The patient&#38112;condition is stable after the event.